Event description:
(B)(6). Date of event: ... (B)(6) 2013. According to the information received, a bowel perforation was reported which occurred right after patient education. This patient was operated a year and a half ago due to a rectal cancer. The case occurred on (B)(6) 2013. A rectal digital examination has been done just before the procedure to eliminate a fecal impaction. The irrigation has been performed at the beginning of the afternoon without any problem with a volume of water = 500ml. The patient went back home. He was urgently transferred to hospital in the evening and had surgery. It is stated that the patient has a stenosis at the anastomosis. A temporary ileostomy has been done and the patient is ok now.

Manufacturer narrative:
The product was not returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device of the cause of the occurrence. Should the device or any additional information become available a follow up report will be submitted.